Event description:
It was reported that the ilet user was not wearing a dexcom g7 continuous glucose monitor (cgm) due to an upcoming imaging procedure, and bg run mode had expired, resulting in the pump not delivering automated insulin until a cgm was connected. The user was transferred to the cgm manufacturer for sensor replacement and planned to apply a remaining sensor. Symptoms included hyperglycemia, with a peak of 410 mg/dl trending down to 292 mg/dl during follow up. Outcomes included the need for manual glucose entry into the ilet and interruption of automated insulin dosing until cgm data were restored. Investigation included customer support review of pump operating mode, user education regarding bg run expiration behavior, and coordination with the cgm partner for sensor replacement. Investigation of this case revealed that the device behavior was consistent with design, as bg run mode requires timely cgm reconnection and will cease automated control when expired; there was no evidence of a pump malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user operation in the context of absent cgm data leading to bg run expiration and consequent suspension of automated dosing.